Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing low blood glucose of 30 mg/dl at 2:00am. Her normal blood glucose range is 84-150 mg/dl. She drank peach juice and ate a peanut butter sandwich and was feeling better within 15 mins. She was able to get juice by herself but does not know if she would have been able to get the sandwich without her husband's help. She adjusted her morning basal rates to resolve low blood glucose issues. Troubleshooting did not reveal any product issues. No product was requested to be returned for eval.